Event description:
It was reported that prior to a CABG(coronary artery bypass graft) and mitral valve surgery an intra-aortic balloon (iab) was inserted and the iab pump (iabp) was in use on the auto setting. The customer noted blood was coming through the gas line towards the machine. The surgeon was notified and a puncture was suspected in the iab. The iab was replaced as well as the iabp. The iab was inspected, by the customer, and there was no obvious puncture or tear. The customer filled the iab with saline to check for a leak and nothing could be found. There were no reported alarms. There was no reported injury to the patient.

Manufacturer narrative:
Patient date of birth changed from: (B)(6). (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. The extender tubing was also returned. The product still contained saline from the inspection documented in the complaint. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that prior to a CABG(coronary artery bypass graft) and mitral valve surgery an intra-aortic balloon (iab) was inserted and the iab pump (iabp) was in use on the auto setting. The customer noted blood was coming through the gas line towards the machine. The surgeon was notified and a puncture was suspected in the iab. The iab was replaced as well as the iabp. The iab was inspected, by the customer, and there was no obvious puncture or tear. The customer filled the iab with saline to check for a leak and nothing could be found. There were no reported alarms. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to a CABG(coronary artery bypass graft) and mitral valve surgery an intra-aortic balloon (iab) was inserted and the iab pump (iabp) was in use on the auto setting. The customer noted blood was coming through the gas line towards the machine. The surgeon was notified and a puncture was suspected in the iab. The iab was replaced as well as the iabp. The iab was inspected, by the customer, and there was no obvious puncture or tear. The customer filled the iab with saline to check for a leak and nothing could be found. There were no reported alarms. There was no reported injury to the patient.